Event description:
It was reported that the patient presented for a lead revision procedure as the physician alleged noise issue on the right ventricular (rv) lead and the patient is dependent. During device interrogation prior to the procedure, it was noted that the rv lead exhibited noise over-sensing with short bursts of pacing inhibition and no sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.